Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. A device changeout procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported.